Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The root cause of this event cannot be determined at this time. It is unknown if the reported device contamination occurred before or after opening the product. The issue was noted when the device was handed to the surgeon. The device has not been returned; therefore, the reported event cannot be confirmed. The device history record (DHR) review currently in progress to ensure that this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that before implantation, this annuloplasty ring was found to be contaminated with a hair. The issue was noted when the device was handed to the surgeon; however, the device did not make contact with the patient. Another edwards ring of the same model and size was used in replacement. There was no adverse effect to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: report of hair contamination on ring was not confirmed. As received, no contamination or other visual inconsistencies were found to the ring. The ring was intact as evident in the x-ray.